Event description:
At implantable neurostimulator replacement surgery the doctor tried to unscrew the left side extension. Some of the extension contacts remained in the neurostimulator (see mfg report # 3004209178201005374). A week after replacement surgery, the pt felt no stimulation sensation. The pt had waited 1 week after surgery to recharge her new device. When she tried to do so, she was unable to make a connection with the pt programmer or recharger. A second revision surgery was scheduled for (B)(6)2010. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4)